Manufacturer narrative:
Concomitant medical products: product ID: dtma1qq crt-d, implanted: (B)(6) 2021, product ID: 350973 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pocket eroded. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.